Event description:
It was reported the subject device had a near focus error coming up, and the image was blurry. There were no reports of patient harm. The event occurred during a diagnostic gastroscopy procedure. The procedure was completed using the same device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on the charged coupled device unit and damage on the plug unit of the scope connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, the monitor shows a white screen with no image. And due to the damage on plug unit, the focus is not changed to near point. A review of the device history record is not required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.